Event description:
It was reported that pump displayed a cartridge change error and caller was unable to successfully load cartridge onto pump. There was no adverse impact to the customer's blood glucose level. Customer support assisted caller in filling new cartridge, cleaning pneumatic tap area, checking o-ring, and confirming cartridge was fully attached, and then referred caller to further support for escalated troubleshooting since cartridge still did not load.